Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) arrived at the customer site and observed the probe bent in the handler. Fe replaced the probe and wash station and performed all required adjustments. Replacement of the probe, wash station, and all adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B)(4).

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. No erroneous results were posted. Probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.